Event description:
The lay user/patient contacted lifescan (lfs) alleging inaccurate control high readings on the ultra link meter. The patient obtained a 133 using the control solution and claims that the result fell out of range. The patient felt shaky at the time of testing. The patient did not seek any medical attention or contact their physician for assistance. The test strips were in good condition and not expired. Customer care advocate (cca) walked the patient through a control test, and the test strips still fell out of range with the control solution. Cca sent the patient replacement products. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient's symptom of feeling just "shaky" is not a symptom suggestive of hypoglycemia. The patient did not seek any medical intervention based on the symptom. The complaint is being reported due to the inaccurate control high readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.